Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the tandem-provided usb charging cable was cracked, and wires were exposed. There was no adverse impact to customer's blood glucose level. Reportedly, a replacement cable was provided to the customer to resolve the issue.